Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of plug strap disk, wear abrasion, white particles calcification -like in device outer surface and one extended opening. A microscopic analysis and leak test were performed which identified: one opening crease smooth and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening. Total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation and implant exchange of textured device due to patient's concern with the device. Device has been explanted.